Event description:
It was reported that the patient presented for a remote follow up via merlin.net with non-sustained right ventricular oversensing due to post-paced t wave oversensing exhibited by the implantable cardioverter defibrillator. Programming changes were made. The patient was in stable condition.